Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform curved tip stapler 45 instrument involved with this complaint and completed the device evaluation. Advance failure analysis performed additional analysis on the instrument. The sureform curved-tip 45 stapler was installed onto an in-house system with three more times failure to initialize with the system on all 3 attempts. No further functional testing could be performed. During visual inspection, the I-beam was manually extended to look for lodged staples or other debris. No lodged staples were found in the I-beam path, which is a normal cause of initialization failures, however not for an unused instrument. This instrument was returned with all 12 lives left and had failures during initialization in the field. The external housing was then removed for visual inspection. When manually extending the I-beam, high friction with grinding was found, making extension of the I-beam difficult. Friction was seemingly related to the bevel spur combo gear interacting with another component in the housing. The lower drive support was inspected and found no obvious gear-related rubbing marks. The upper drive support that is screwed into place over the bevel spur combo gear was removed and I-beam was extended again. With the upper drive support removed, the grinding friction decreased substantially. The observed grinding friction may be partially due to a molding issue at the vendor site for the lower drive supports, with affected components identified by a ridge formation of excess material along the pocket edge, which this instrument contains. Engineering has been notified and investigation is ongoing for initialization failures seen on lightly used or unused instruments. The root cause of the reported failure was attributed to a component failure.

Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform curved-tip 45 stapler involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint "bad recognition". The instrument was found to have hi drivetrain friction homing failures based on log review and during in-house testing. The instrument was placed on an in-house system, and it failed during initialization. No signs of obvious damage were found. The I-beam was extended, and friction was observed. The root cause is not determinable/applicable. A review of the site's complaint history identified the complaint record with patient identifier (B)(6) is related to this record. A review of the procedure log showed a pulmonary lobectomy surgical procedure was performed on 11-oct-2022 via system serial# (B)(4). A review of the device logs for the sureform 45 curved-tip stapler (part# 480545-04/ lot# t90220311 - 0271) associated with this event has been performed. Per this review of the logs, the sureform 45 curved-tip stapler was last used on 11-oct-2022 via system serial# (B)(4). There were 12 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the procedure was delayed 31 minutes or more within a procedure with a total time equal to or greater than 181 minutes. While there was no harm or injury to the patient, this delay may have caused or contributed to a death or serious injury to a patient.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform curved-tip 45 stapler was not recognized on arm 4 with the message ¿initialization failed.¿ the customer reseated the sterile adapter (sa) and replaced sureform curved-tip 45 stapler with the same instrument, but the issue persisted. The customer continued with a third-party stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use with no issue. The procedure was delayed more than 30 minutes. There was no patient injury due to the delay.